Event description:
An epidural pump was placed on the patient after surgery. The unit was started in the evening with a rate of 10 ml of continuous flow with no bolus given. The unit appears to be delivering the medication, but the patient reported that the pain would not subside. Alternative pain medication was given since the patient was in obvious pain. The anesthesiologist checked the unit the next morning (~11 hrs later) and noted that no medication had been given. However, the unit indicated that 229 ml has been delivered. The epidural pump was pulled from service and another unit was used with the same tubing. The unit was tested by biomedical services on the same settings and tested fine. The pump will be sent to the manufacturer for further evaluation.